Event description:
During an internal testing conducted by beckman coulter inc. (Bci), it was reported that false high cortisol values were generated by the dsl-10-2000 active cortisol enzyme immunoassay (eia) kit. Beckman coulter has confirmed that the following lot numbers: 04195, 04195a, 04195b, 04195d, 04195e, 04195f, 09266a, 09266, 04126a, 04126, 03066a, 03066, 01036, 716217, 716218, 800408, 800409, 800410, 890929 and 990168 of active cortisol elisa calibrators over estimate the expected dose values for patient serum samples due to a shift in the assigned calibrator values. An example for lot 990168 which yielded values significantly above (2-5x) other products. All kits with affected lots resulted in overestimation of cortisol dose. Patient results were not generated in this event since the event was discovered in-house and no patient samples were tested at the time. There was no affect to patient treatment as a result of this event.

Manufacturer narrative:
Root cause of the shift in the calibration of the assigned standard values is currently under investigation. A malfunction will be assumed for the purpose of this report.